Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited high high voltage lead impedance (hvli). Programming changes were made to deactivate the coil contributing to the high hvli. The patient was stable.